Event description:
It was reported that the user experienced persistent hyperglycemia during the day attributed to an infusion set issue when the set was placed in the leg, then after a supply change and meal announcement the user had a hypoglycemic event with a nadir of 43 mg/dl followed by nocturnal hyperglycemia, while using the ilet and treating lows with oral glucose. Symptoms included sweating, hypoglycemia, and hyperglycemia peaking at 249 mg/dl. Outcomes included urgent low and low glucose events that required oral carbohydrate treatment. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the infusion set was deployed incorrectly or the infusion set connector was not attached correctly. It was concluded that the reported glycemic excursions were related to improper infusion set deployment or connection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.